Event description:
It was reported that during an attempt to perform a transseptal puncture involving the sheath and integrated dilator/needle, the patient experienced pain during the insertion of the sheath into the groin. The procedure was initially going well with access into the patient using short sheaths, but access site difficulties arose when the sheath and dilator/needle were twisted and advanced into the groin towards the superior vena cava (svc), causing the patient to complain of pain. Subsequently, the patient's blood pressure plummeted to 60/30; the sheaths were removed, and fluids were administered to manage the patient's condition. A gas analysis was conducted, which returned normal results of 125/85, and contrast imaging of the groin showed no bleeding. It was decided to continue the procedure, it was surmised had a sedation vagal response. When the guidewire, sheath and dilator/needle were advanced into the svc the patient's blood pressure plummeted again to 54/31. The sheaths were removed again, the patient managed with fluids/blood, and then the patient was sent for computerized tomography (CT)/ magnetic resonance imaging (MRI) of the groin and thorax which showed no issues. The patient was monitored overnight and was well the following morning, with no further management needed. The event was at tributed to a vagal response in a sensitive patient, and the patient was due to be discharged with a follow-up review in six weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 12fcc13 (0012724136); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.